Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained of a discrepant inr result between their coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 8:17 am, the customer tested by fingerstick and received a result of 7.0 inr on their meter. Customer had a lab test done at 2:02 pm with a result of 4.7 inr. The customer's therapeutic range is 2.0-3.0 inr. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. There were no changes to warfarin dose made based on the meter readings. The customer has no new illness or new medications and no diet changes. The customer does not have any symptoms of bleeding or bruising. Retention test strips (304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.